Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as soon as a pacemaker was interrogated the device hangs and cycling power is the only reset. It was also noted that there were errors in the software update history, the display hinges were worn, the screen falls down, and the cover of the disk drive was missing. (B)(4).

Event description:
It was reported that the programmer hangs as soon as one icon is activated. Also, the printer prints very slowly, it takes five minutes to print one page. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.